Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: water flow and removal are not working properly because the nozzle is clogged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope could not be properly washed. The issue occurred during the inspection for use. There were no reports of patient involvement.